Event description:
--

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Event description:
Boston scientific received information that this right atrial lead had exhibited greater than 2,000 ohms pace impedance, increased threshold measurement, noise and mode switching one day post-implant. The device pocket was re-opened during which the boston scientific local area sales representative indicated that the lead popped right out. There were no reported adverse patient effects beyond the unplanned surgical intervention.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. No further information is expected at this time.